Event description:
A home patient's (hp) family member contacted baxter's technical service center (tsc) to report a leak in the extension set being used during the hp's automated peritoneal dialysis therapy on the homechoice machine. Reportedly, during the initial drain cycle the hp noted a "cut" in the extension set approximately 4-5 feet down towards the end of the set. The extension set appeared to be "cut almost completely in half". The hp's spouse opens the boxes by punching through the packaging tape, no scissor or box cutters are used. No pets have access to the supplies before or during use. Nothing unusual was noted with the extension set during setup, however, the hp reported very tired and rushed through setup without examining the supplies that evening. Baxter's tsc assisted the hp's family member in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the hp.